Manufacturer narrative:
B3 - date of event: used the first date of the month of aware date as the information was not available.

Event description:
It was reported that tip detachment occurred. A 300cm straight tip v-14 control wire was used during the procedure; however, the tip of the wire broke off inside the patient. No further information has been obtained despite good faith efforts.